Event description:
The sales rep reported the distal portion of the expressew iii needle broke off into the patient while passing sutures during a rotator cuff procedure. The surgeon was able to remove the broken piece of the needle and used another needle to complete the procedure with no patient consequences. There was a 15 minute delay and the sales rep stated the surgeon had passed the needle about 6 times before it broke. The needle was discarded by the customer already. No further details were available.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 6 times before the tip broke. At this point, it cannot be determined is any other factors contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nc with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.